Event description:
A malfunction was reported on the pump, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was to revert to multiple daily injections (mdi) as a backup therapy.